Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high thresholds. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the lead failed hipot testing because the wire was stuck in the lead lumen. The conductor coil was also noted to be arcing against the stylet. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the lead will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.